Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this coil would not detach with an instant detacher and detached while pushing the catheter. It was also reported that previously implanted coil mass migrated. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the ic-opthalmic. It was noted the patient's blood flow was normal and vessel tortuosity was moderate. It was reported that after placing a competitor's coil, the physician choose axium prime 2-2-3d coil and implanted without any problem. After that, when completed coiling by using the same size of axium prime (pli 10), the coilwas found to be not detached by the detacher during detachment. Even though tried to detach 2 or 3 times, detachment failed. While pushing the catheter, it came off. A balloon catheter was used in combination, and it was entangled with the balloon, the coil mass was suspended, coming out of the aneurysm (pli 30). It was completely left in the blood vessel, and was collected by using snare catheter. There was no patient harm indicated from this event. Ancillary devices include a chikai14, sl-10 microcatheter. Refer to manufacturer report 2029214-2020-00321 for details pertaining to the related reportable event.

Event description:
Medtronic received information that only one coil was migrated and retrieved. The implanted coil remained inside the aneurysm and was not retrieved. There was not any kink or damage was observed. After the migrated coil was retrieved, it was checked by the contrast. After hemostasis, the procedure was completed.

Manufacturer narrative:
Based on the additional information there was only one coil (MDR ref. 2029214-2020-00321) had issue during the procedure. The coil reported in this MDR# 2029214-2020-00322 had no issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.